Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. Customer's blood glucose level was 122 mg/dl. Customer stated that reservoir compartment clear ring was fell off. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no damage on reservoir compartment. Device received with cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. (B)(4).